Manufacturer narrative:
No device return anticipated. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a new complaint came to the attention of the legal department regarding a female patient who initially underwent a left total knee arthroplasty (replacement) surgery and was implanted with an optetrak device, including a size 2, 13 mm optetrak logic tibial inserts made of polyethylene on (B)(6) 2016. The plaintiff was diagnosed with left knee status post total knee arthroplasty with premature polyethylene failure, and underwent revision surgery on her left knee, on (B)(6) 2022. During the revision surgery, the plaintiff's surgeon stated, "we did our total synovectomy and then we were able to remove the polyethylene plastic and it did show fragmentation and pinning on both the medial and lateral compartments with fracture of the posterior lip of the polyethylene. I think this confirmed our suspicion of polyethylene failure and no other etiology for her fusion.¿

Manufacturer narrative:
Upon further investigation, information was reviewed, and it was noted that this case is a duplicate of MFR# 1038671-2022-00559; therefore, this case will be voided. Any subsequent information will be captured under MFR# 1038671-2022-00559.